Event description:
At the time of the revision surgery, (B)(6) 2022, the sensing lead was replaced to restore therapy. During the revision, the sensor tip was found to have separated from the lead body and to have migrated after separation. The sensor tip was not removed. The revision surgery restored therapy and the issue is now resolved.